Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error code displayed during aspiration. An angiojet® zelantedvt¿ catheter was selected for a deep vein thrombectomy procedure. After 95 seconds of aspiration, an error code displayed. They were unable to clear the error and it was noticed that the pump was full of saline. The procedure was completed with a different device. There were no patient complications and the patient was fine.